Event description:
During the procedure it was reported upon connection of the lasso catheter, there was noise on all intracardial and body surface channels. Replacing of the cable did not resolve the issue. Issue was resolved after the catheter was replaced. The procedure was completed without any patient¿s consequence. Additional information provided stated the noise occurred on both carto and the recording systems at the same time. Signals could not be interpreted. The physician was not able to interpret either body surface and intracardial recordings due to the noise.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During the procedure it was reported upon connection of the lasso catheter, there was noise on all intracardial and body surface channels. Replacing of the cable did not resolve the issue. Issue was resolved after the catheter was replaced. The procedure was completed without any patient¿s consequence. Additional information provided stated the noise occurred on both carto and the recording systems at the same time. Signals could not be interpreted. The physician was not able to interpret either body surface and intracardial recordings due to the noise. Upon receipt, the device was visually inspected and it was found in normal conditions. The catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.